Manufacturer narrative:
The consumer indicated that she did not use the product as directed because she used a flat lens case. The doctor reported that the patient had a contact lens solution burn and that the patient did not wait the required time for neutralization. The patient was prescribed tobradex and systane. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and diagnosis reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the patient recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported burning in right eye after product use resulting in a doctor visit. The consumer indicated she was a new user of product and did not read the directions for product use. In addition, the consumer indicated that she used a flat lens case and did not use the lens case included with product. Medical documentation received from doctor indicated a diagnosis of a contact lens solution burn and treated with tobradex and systane. Doctor noted that patient reported she did not wait required time for neutralization. The medical record indicated the patient recovered.